Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit received with cracked reservoir tube lip. No cracked or damaged retainer noted. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the reservoir compartment was cracked. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.